Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional, on behalf of a customer, reported that the customer experienced an allergic reaction during her 7 day wear of an adc freestyle libre sensor. Caller further reported that the customer experienced symptoms described as itching, pain, blisters, redness, and inflammation. Caller prescribed hydrocortisone cream as treatment. There was no report of death or permanent injury associated with this event.

Event description:
A healthcare professional, on behalf of a customer, reported that the customer experienced an allergic reaction during her 7 day wear of an adc freestyle libre sensor. Caller further reported that the customer experienced symptoms described as itching, pain, blisters, redness, and inflammation. Caller prescribed hydrocortisone cream as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned for this complaint. Extended investigation has been performed on the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation and allergic reactions to the patch adhesive of the libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor component dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. DHR (device history review) for the libre sensor kit has been reviewed and the DHR showed the libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.